Event description:
A doctor reported on (B)(6) 2013, that a pt's legacy3 implant integrated well but during restoration, the fixation screw broke and could not be removed in a standard method which resulted in damage to the implant. Implant had to be explanted approximately one year and one month later.